Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold after a lead revision. The physician believed it was due to exit block and decided to remove and replace the lead. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. There was a cut noted in the insulation likely due to explant procedure. Further, continuity test was done and passed with manipulation. The allegation against the lead was not confirmed.